Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported from the nicu that while the doctor was providing care to the patient, the pump was not working. The doctor pressed the bolus cord and unit resumed working. The nurse bumped into the pump/channel and a "channel disconnected" warning appeared on the display and the pump shutdown. No further information was provided.

Manufacturer narrative:
Correction: b.2 & d11 (omit 8100 from concomitant. It's a suspect)..

Event description:
It was reported from the nicu that the rn saw the channel disconnected message and pressed the confirm button. Later, the same day, while the patient was receiving a primary infusion of total parenteral nutrition (tpb) with dextrose 12.5% at a rate of 3.7ml and a volume to be infused (vtbi) of 88ml,the rn moved the device closer to the patient bed and received the same channel disconnected message again . When she pressed confirm on the device it was noted that the device shut off. As a result of the incident the patient required a bolus of dextrose 10% for hypoglycemia, and the patient's blood sugar returned to normal. The rn stated that all of the channels were connected properly. No further information was provided.

Manufacturer narrative:
Correction on initial report: b.1, d.1, d.4, g.5 & h.1. Additional information provided: a.2, a.3, a.4, b.2 , b.5, b.7, g.3 & h.6.

Event description:
It was reported from the nicu that the rn saw the channel disconnected message and pressed the confirm button. Later, the same day, while the patient was receiving a primary infusion of tpn d12.5% at a rate of 3.7ml and a vtbi of 88ml,the rn moved the device closer to the patient bed and received the same channel disconnected message again . When she pressed confirm on the device it was noted that the device shut off. As a result of the incident the patient required a bolus of d10 for hypoglycemia, and the patient's blood sugar returned to normal. The rn stated that all of the channels were connected properly. The device was tagged and sent to agiliti for analysis. No further information was provided.

Manufacturer narrative:
Additional information provided: a.1, d.4, d.10, d.11 & h.4. Correction: h6. The customer¿s stated issue of channel disconnect was confirmed. Physical inspection of the device noted the mechanism assembly was in good condition. There were no observations of fluid ingress in the bezel or rear case. There was no contamination observed on the electronic or mechanical components. The female iui has dried fluid residue on the contact pins and some fibers in the shroud of the iui. There were no other obvious issue or anomalies observed. Review of the pcu error log shows no malfunctions on the reported event date. At no point in time in the available logs was the customer stated rate of 3.7 ml/h and a vtbi of 88 ml recorded to infuse on the reported event date. However, events associated to channel disconnects were observed. Analysis of the pcu event log shows the pcu was powered up on (B)(6) 2020 at 5:22pm with a syringe module (sn: (B)(6)) connected in the channel a position and a pump module (sn: (B)(6)) in the channel b position. The pump module was programmed to infuse drug ID 200 (tpn) at 5:23pm at a rate of 3 ml/h with a vtbi of 6 ml. After approximately 2 hours infusing the rate was reduced to 1.7 ml/h. The syringe module (sn: (B)(6)) in the channel a position was programmed on (B)(6) 2020 to infuse drug ID 111 (intralipid 20%) at 11:54:38 pm. Another syringe module (sn: (B)(6)) was added to the system in the channel c position on 27may2020 at 2:10am and was then programmed to infuse drug ID 30 (caffeine citrate) approximately 2 minutes later. The infusion completed at 2:32am and the syringe module was channeled off. At 7:08am kvo was reached on the pump module which was then selected at 7:12am and the vtbi was changed to 5 ml and start was pressed 5 seconds later and the infusion began. Then at 8:38am both channel b and c alarmed with channel disconnected and the user confirmed the channel disconnect 5 seconds later. Both channel b and c reconnected in the same orientation approximately 3 seconds later. The pump module (sn: (B)(6)) was selected at 11:23am and a tpn infusion was started again at 1.7 ml/h with a vtbi of 5 ml. Kvo was reached again at 2:21pm and then the pump module was selected at 2:22pm and the vtbi was changed to 5 ml. The infusion was started 5 seconds later once again. The pump module was selected approximately 10 minutes later, and no changes were made to the infusion. Over two hours later, at 4:33pm, the pump module alarmed for channel disconnected and the syringe module in the channel c position which was idle at this time was also disconnected. Both devices were recognized by the system 7 seconds later and then the user confirmed the channel disconnect at 4:33pm. The pump module was selected and programmed for drug ID 200 (tpn) again at 4:33pm and the infusion was started at 4:34pm. The infusion continued until an alarm for door open occurred at 6:50pm and then the pump module alarmed for check IV set at 6:50:40 pm. The pump module was then channeled off 4 seconds later. The system was then powered down when the infusing syringe module was channeled off at 6:50pm. Functional testing consisting of infusion and iui testing found the device operating in specification. The proximate cause of the customer¿s complaint with channel disconnects is believed to be associated to the contamination/damage identified on the iuis during the inspection. Foreign objects may have been partially clamped between the male iui on the pcu and the female iui on the pump module. Device history review: review of the sn: (B)(6) service history record showed the device had a manufacture date of 05dec2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 08jul2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported from the nicu that the rn saw the channel disconnected message and pressed the confirm button. Later, the same day, while the patient was receiving a primary infusion of total parenteral nutrition (tpb) with dextrose 12.5% at a rate of 3.7ml and a volume to be infused (vtbi) of 88ml,the rn moved the device closer to the patient bed and received the same channel disconnected message again . When she pressed confirm on the device it was noted that the device shut off. As a result of the incident the patient required a bolus of dextrose 10% for hypoglycemia, and the patient's blood sugar returned to normal. The rn stated that all of the channels were connected properly. No further information was provided.